Manufacturer narrative:
The complainant contacted steris to obtain information on the product to determine if the skin irritation he experienced could be attributed to use and handling of the steris product. During the complainant's initial contact to steris, he did not provide the product name or lot number. Steris made attempts to obtain additional information regarding the reported event however, the user facility and complainant have not responded. Due to the user facility and complainant not responding to steris' follow-up attempts, steris is unable to confirm if the complainant was properly using or handling the steris product or if medical treatment was sought and administered. We have been unable to obtain additional information regarding the reported event and therefore filing this report as we cannot determine if the event meets the reporting criteria outlined in 21 cfr 803. A follow-up report will be filed should we receive additional information.

Event description:
The complainant reported that after handling a steris product he experienced skin irritation.